Manufacturer narrative:
Concomitant medical products: 5076 lead implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting unstable and variable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was also reported that the right atrial (ra) lead was explanted and replaced as the rv and ra leads had adhered to one another.